Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via telephone call that the customer blood glucose was running high and had to be treated with manual injection. The customer was also hospitalized recently due to low blood glucose. The customer had a high blood glucose reading of 400 mg/dl. The drive support cap appeared normal and recessed. The caller declined further troubleshooting and wanted the insulin pump replaced. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.